Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height pop matrix drawer 3 had failed, with the solenoid and latch found in the open position, and the drawer could not be recovered. The field service engineer (fse) adjusted the open close sensor to align more accurately and remain parallel to the latch foil. After the adjustment, the fse was unable to recreate the failure in either the main application or the test application. The customer recovered the storage space successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failure occurred. The customer stated that this malfunction affected workflow and patient care. However, there were no delays, adverse events or injuries reported based on this event.